Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the sensor had inaccurate readings. Customer's blood glucose was 146 mg/dl and their sensor glucose read 62 mg/dl. The mother also reported the customer was currently in the intensive care unit, but did not provide details. The mother stated they have called in about the inaccurate readings previously. The mother was advised that the device would be replaced. Customer declined to return the product for analysis.